Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), a patient's dental implant lacked primary stability and could not be separated from an abutment. The implant was removed within the same procedure. No adverse patient consequences were reported.